Manufacturer narrative:
The srt performed troubleshooting and found that the power supply was defective as the power supply potentiometer could not be increased to the correct volts direct current (vdc) specification. The srt replaced the power supply and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) would not boot up. There was no patient involvement.